Event description:
It was reported that during an unknown procedure, the staples were malformed after the firing. The surgeon changed another one to complete the procedure. Sample had been discarded. No reported patient consequences.

Manufacturer narrative:
(B)(4) 2012. Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.